Event description:
It was reported that during a robotic assisted left hepatectomy with extensive lysis of adhesions procedure, it was observed that the device had an unspecified malfunction. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2026 d4: batch #c9du74 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device (b) was returned with the anvil bent upwards and with five gst60w reloads received along with the device. The reloads b, c & d were received fully fired. The reloads e & f were received partially fired 2/3. No functional test was performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. The anvil condition is possible that the device was clamped over an excess of tissue causing the anvil to bend. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9du74, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.